Event description:
Event description guidant received information that during induction testing with this newly implanted implantable cardioverter defibrillator (ICD) and this chronic ventricular implantable lead, a shorted shocking lead message was displayed with a shocking lead impedance measurement of less than 20 ohms. A subsequent lead impedance test resulted in a pacing impedance measurement of greater than 3000 ohms and a shocking lead impedance measurement of 40 ohms.